Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a crack in the tip of the catheter. A 2.1 mm jetstream xc atherectomy catheter was selected for a procedure. During preparation, the device was hooked up and primed. There was a crack in the tip of the device and saline was sprayed everywhere. The device was placed over the wire and into the patient, but it was not used on the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Event description:
It was further reported that the device never went into the patient. The device began spraying during priming mode.